Event description:
The user facility reported the unit was leaking water onto the work room floor. No injuries were reported. No procedural delays or cancellations have been reported.

Manufacturer narrative:
A steris service technician inspected the unit, and found the drain valve required replacement and the door needed to be adjusted. The technician repaired the unit, tested the unit, found it to be operational and returned it to service.